Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not have a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4). Additional information: the sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review could not be completed as the lot number was not provided by the customer. If additional information or samples become available, a follow-up report will be submitted.

Event description:
The customer reported to baxter (B)(4) a blood solution administration set in which clotting of blood was observed. According to the report, when handling transfusion of 33 units of red blood cells through the infusion set, a clotting problem was found after every 3-4 units of pack cells transfused. Frequent changing of sets resulted in delayed transfusion causing hypotension to the patient. The condition occurred during infusion on a patient. No additional information is available.